Event description:
An infusion pump with a failure code 33. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.